Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2021 and (B)(6) 2021 showed the sudden decrease of the pacing impedance from approximately 400ohms to less than 200ohms in the middle of september. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing and ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observations. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approximately 48 months, it was reported that oversensing in the ventricular channel was detected. Furthermore, the lead impedance varied. A lead replacement will be planned.